Event description:
The initial reporter alleged a discrepant positive result for the elecsys hbsag ii assay on the cobas e 801 module when compared to results from a siemens assay. The customer reported an hbsag result of 146 coi (reactive) on the roche system, with a subsequent confirmatory test yielding a result of 133 coi (reactive) on another sample. Additional testing included an anti-hbs (a-hbs) result of 334 iu/l and an anti-hbc (a-hbc) result of 2.23 coi (non-reactive). Neutralization with a confirmatory assay was attempted but deemed uninterpretable. No further sample testing or confirmatory analysis was performed.

Manufacturer narrative:
The reported event occurred on a cobas e 801 analyzer (serial number: (B)(6). The investigation determined that no reagent issue could be identified with the hbsag g2 elecsys e2g 300 v2 assay. Calibration and quality control data were reviewed and found to be within specifications. However, the investigation was limited as no patient sample material was provided for further analysis. Based on the available information, a sample-specific interference could not be excluded, but a definitive root cause could not be determined.